Manufacturer narrative:
(B)(4). Investigation summary: the actual event unit was returned without the tissue bag. In the absence of the subject device, it is not possible to determine the root cause of the incident. Without the return of the unit, the root cause could not be determined. The overall poor component condition and material degradation is an indication of reprocessing. The applied medical instructions for use (IFU) warns "this device was designed and tested for single patient use only. Do not reuse, reprocess or sterilize this device. Reuse, reprocessing or resterilization may alter the structural and/or functional integrity of this device which may result in patient injury, infection, illness or death. Risk of residual contamination and resterilization failure may lead to patent injury, infection, illness or death." This document represents our final report.

Event description:
Robotic assisted hysterectomy with lymph node staging- "universal instrument was advanced into a trocar and handle was deployed. It was noted that the handle felt different than usual but continued to push. There was not a retrieval bag attached to the prongs. Surgeon identified that there was not any loose parts or retrieval bag in patient. C-arm was brought in to verify that there was not any metal or any signs of the retrieval system still in the abdominal space. The handle was fully deployed but there was not a retrieval bag on the prongs of the deployment system. The surgeon verified with the scope and also c-arm that there was not any loose metal or retrieval system left in the patient." (B)(4). "Event desc: report from the surgery clinical coordinator: rn first assistant(rnfa) was assisting the dr on a robotic hysterectomy. An applied medical inzii universal retrieval system was opened onto the field. Rnfa attempted to deploy an endopouch bag which is housed inside the device. The device was deployed, but no bag was seen. The abdominal cavity was inspected with the laparoscope. No endopouch bag was found. It was determined by the staff in the room that the device was faulty in that no endopouch bag was inside of the device. The dr and I decided it would be best practice to perform a post-op x-ray to verify that no pouch was inside the device. An abdominal x-ray was performed in post-anesthesia care unit (pacu). Report received by the dr that no device was visible on x-ray.

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Event date on mw was (B)(6) 2015 & event desc was slightly different. Verified with rep. Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.